Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and displayed an error message indicating the failure. Notably, there was no click sound during the recovery process. The hardware test application showed the drawer as closed. When manually opened, all other components within the drawer tested successfully, suggesting a possible solenoid failure. Remote testing confirmed that the latch solenoid was not functioning. A field service engineer shut down the station, and the cubie drawer 5.2 was removed. Upon inspection, no visible damage was found on the solenoid, and wire connections appeared intact. The latch solenoid was replaced, and the drawer was reinstalled. The station was then booted into the hardware test application. A final test was conducted on the drawer, which it passed successfully. The customer was able to recover the previously failed drawer using the application, confirming the repair was effective. The system functioned as intended after the field service engineer repaired the device.